Event description:
It was reported that entrapment on the guidewire occurred. The target lesion was located in the moderate to severely calcified left main artery. A 1.75 rotapro and a rotawire were selected for a percutaneous coronary intervention (pci). Difficulty occurred advancing the burr through the guide catheter; however, the burr was able to be delivered to the lesion and 2 or 3 passes were successfully made. It was noted that the saline tubing may have been kinked. The device stalled during the next attempt to deliver the burr to the lesion with a set speed of 160,000 rpms. While in dynaglide mode, the device stalled and the entire system was remove together as one with the guidewire. There were no issue noted with the tank or the connections. A balloon was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by MFR: the rotawire was returned along with a rotapro atherectomy device. Microscopic and visual inspection of the device was not able to be completed due to a significant portion of the device being stuck within the advancer and burr catheter. Visible portions were not found to have evident damages.the rotawire was not able to be passed through the related rotapro device due to excessive blood within the sheath of the device restricting movement of the wire. Overall length, middle section, and distal tip measurements were unable to be taken due to wire being stuck within burr catheter. The outer diameter of the proximal section met specification.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that entrapment on the guidewire occurred. The target lesion was located in the moderate to severely calcified left main artery. A 1.75 rotapro and a rotawire were selected for a percutaneous coronary intervention (pci). Difficulty occurred advancing the burr through the guide catheter; however, the burr was able to be delivered to the lesion and 2 or 3 passes were successfully made. It was noted that the saline tubing may have been kinked. The device stalled during the next attempt to deliver the burr to the lesion with a set speed of 160,000 rpms. While in dynaglide mode, the device stalled and the entire system was remove together as one with the guidewire. There were no issue noted with the tank or the connections. A balloon was used to complete the procedure. There were no patient complications.